Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed power system error detected twice the night before and the display went blank. Mother did not have a battery to troubleshoot. Mother called back later and was advised to clear the alarm, insert new battery, reset time/date and prime. Blood glucose value was 7.5 mmol/l. It was advised to call back is alarm returns.